Event description:
New information received suggests even though non sustained right ventricular oversensing was observed on the implantable cardioverter defibrillator (ICD), there were no other issues with the device. The device was close to normal elective replacement indicator (eri). Explant is anticipated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the atrial and ventricular lead impedance were out of range. It was also noted that right ventricular oversensing was observed. Explant of both leads as well as the implantable cardioverter defibrillator was anticipated. The patient was stable. No further information was available.

Manufacturer narrative:
Correction: please retract this report 2017865-2018-16569.

Event description:
Additional information confirms there were no issues with this device and it was explanted due to a normal generator change out due to the elective replacement indicator (eri).